Event description:
Bilateral ruptured implants. A 46 yr old white g2p2 female status post bilateral subglandular inframammary dow corning gels 22 yrs prior (no records) for augmentation. Mammogram 1992 positive for right rupture present in 1991, but not recognized. Complains of mild discomfort and positive systemic problems including: arthralgias, myalgias, paresthesias, fatigue, sweats, neurocognitive problems, sicca symptoms, hair loss, shortness of breath, and gastrointestinal/genitourinary problems etc. Healthy otherwise except glaucoma. Exam positive for right grade ii contracture w/ superior granuloma, left grade I contracture. Bilateral axillary lymph nodes and telangiectasis. Surgery 5/3/94 positive for bilateral ruptured 3 patch implants, liquid gel marked cloudy, moderately yellow thin capsules, moderate calcium, extensive right granulomata. Bilateral weight 220 gms w/ right moderate "histo", left mild "histo".